Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen and morphine at an unknown concentration and dosage via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient was admitted to the hospital on (B)(6) 2018 and was very lethargic. A device manufacturer representative was called out to the hospital and the infusion system was decreased by 25% and it was reported that the hcp requested a 50% further decrease of the dose. The caller requested information on contacting the device manufacturer representative to perform the pump adjustment and was transferred to the national answering system. No further complications have been reported as a result of this event.